Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted for a left bundle branch implant and the physician felt that the helix may have been compromised during implant so have opted for a new lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted for a left bundle branch implant and the physician felt that the helix may have been compromised during implant so have opted for a new lead. Also, this lead will not be returned.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.